Event description:
It was reported that a malfunction alarm occurred on the pump and was indicated in the history. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.